Event description:
The following has been reported: biomed reported: 'screen unresponsive.' Incident occurred during process: no-during setup. Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure. Device was able to power on but the front display failed to accept any touch inputs. The device was opened to inspect for internal damage. The touchscreen input cable was found loose and not seated in its' connector on the main pcba. The latch for the connector was found in the closed position. The connection was reseated during investigation and the touchscreen functionality was confirmed to be restored.